Event description:
As reported, the 7mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon popped during an angiogram procedure. The balloon popped at 10 atm while in the calcified right proximal superficial femoral artery (sfa). An unknown 7mm 10cm balloon was used to complete the procedure. The patient was noted to be stable during the procedure. The product was stored in accordance with the instructions for use (IFU). During the preparation process, there were no difficulties encountered when removing the product from the hoop or the protective balloon cover. Additionally, the device was prepped as per the IFU guidelines. Prior to insertion into the patient, the product was carefully inspected, and no kinks or other damages were observed. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 7mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon popped during an angiogram procedure. The balloon popped at 10 atm while in the calcified right proximal superficial femoral artery (sfa). An unknown 7mm 10cm balloon was used to complete the procedure. The patient was noted to be stable during the procedure. The product was stored in accordance with the instructions for use (IFU). During the preparation process, there were no difficulties encountered when removing the product from the hoop or the protective balloon cover. Additionally, the device was prepped as per the IFU guidelines. Prior to insertion into the patient, the product was carefully inspected, and no kinks or other damages were observed. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend. The device will be returned for evaluation. A non-sterile unit of ¿saberx radianz 7mm10cm 190¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed observing a ruptured condition on the distal area of the balloon. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was completed by applying positive pressure using the inflator/deflator device with the purpose of reaching the rate burst pressure (rbp). However, inflation pressure was not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water was leaking. The balloon surface presented evidence of a ruptured condition and secondary scratch marks located near the damaged border area. The failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed since a ruptured condition was observed on the balloon surface that led to it leaking and impeded the balloon from maintaining the inflation pressure. The exact cause of this condition observed on the balloon could not be conclusive determined during the analysis. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could probably led to the damaged condition found on the received device. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. It is possible that the reported calcification of the right proximal sfa cause the reported issue. Other procedural factors and/or handling process may have contributed to the failure as reported. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the information available and the product analysis does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7mm 10cm saberx radianz percutaneous transluminal angioplasty (pta) balloon popped during an angiogram procedure. The balloon popped at 10 atm while in the calcified right proximal superficial femoral artery (sfa). An unknown 7mm 10cm balloon was used to complete the procedure. The patient was noted to be stable during the procedure. The product was stored in accordance with the instructions for use (IFU). During the preparation process, there were no difficulties encountered when removing the product from the hoop or the protective balloon cover. Additionally, the device was prepped as per the IFU guidelines. Prior to insertion into the patient, the product was carefully inspected, and no kinks or other damages were observed. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend. The device will be returned for evaluation.